Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error software error detected. Customer's blood glucose level was 114 mg/dl. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer was assisted with performing displacement test, self test and both the test was passed. It was also reported that the insulin pump had pump error motor arm cannot communicate with the main arm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.